Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had a sensing or pacing issue. The epg passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not synchronize with the patient's rhythm. The epg was returned for service. No patient complications have been reported as a result of this event.